Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the patient was admitted to the emergency room with overdose symptoms. The patient was not responding. Emergency procedures were required. The morphine emergency procedures were sent to the reporting hcp. The patient was not from the center, so there was no record about the history of the patient. The last refill date was not known. The nurse was planning to make contact with the neurosurgeon. Additional information was received from the patient¿s pump managing physician who reported that the patient was transferred to another facility and they were not the treating providers for the event.